Event description:
It was reported that an implantable cardioverter defibrillator was found in backup vvi mode while still in the packaging. A different device was used and implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported event of backup vvi was confirmed. Upon receipt, the device was found to be in backup vvi operation which was caused by an uncorrectable non-maskable interrupt (nmi) error while in shipped settings. The nmi error could not be reproduced in the laboratory. The cause of the nmi error could not be conclusively determined.